Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the abre venous self-expanding stent system, partial deployment of the stent occurred and the device became stuck in the right common iliac artery at the proximal location where plaque was present. The lesion measured 145mm in length with an artery diameter of 15mm, and there was little tortuosity and no calcification. The device was prepped according to the instructions for use, the lock-pin was removed before the procedure, and no issues were noted with the packaging, device removal from the tray, or deployment mechanisms prior to the event. A 7fr sheath and a non-medtronic guidewire were used. No resistance was encountered when advancing the device, and no excessive force was used. The lesion was not pre-dilated, and the device did not pass through a previously-deployed stent. Surgical removal of the stent was performed due to the deployment issue. A replacement non-medtronic product was used to complete the procedure.

Manufacturer narrative:
Additional information: the abre was implanted in iliac vein, the information available is surgically the device half deployed, was cut, and then removed. No patient harm as a result of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.